Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H10: additional narrative. This supplemental is being reported as retraction since this event was initially created/submitted to FDA under submission site zimvie us corp llc on december 26, 2025, with MFR number 0001038806-2025-04107. After new information was received on february 04, 2026, it was determined that the product was not manufactured by zimvie us corp llc, and is a third party device. As a result, this is no longer considered a reportable event by zimvie and no further report will be submitted for this event.

Event description:
It was reported that the implant was removed due to peri-implantitis. Tooth location #44. Pain and inflammation was reported as a consequence of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: email unknown / not provided. E1: first name unknown / not provided. E1: last name unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.